Event description:
Patient received inappropriate therapies due to noise. High pacing lead impedance was also noted. An insulation failure was suspected. As such, the lead was replaced.

Manufacturer narrative:
Analysis noted outer insulation abrasions caused by clavicular crush. The cyclic clavicular crushing movement caused the distal coil to fracture in the abraded area at 20.1 to 20.6 cm from the pin. An abrasion of the outer insulation on the is-1 lead at 5.2 cm from the pin broke open the insulation as a result from friction with the ICD can and generated the reported noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.